Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and made minor repairs to the unit that were not correlated to the wet pack. The unit was tested, confirmed to be operating according to specification, and returned to service. Additionally, the employee subject of the reported event was not wearing the proper ppe, specifically gloves, while handling items that had been processed in the v-pro max 2 sterilizer. The operator manual states (1-2), "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." Additionally, the v-pro max 2 sterilizer operator manual states (a-1), "a. Dry all items thoroughly. B. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion." A steris account manager counseled user facility personnel on the importance of wearing proper ppe, specifically gloves, while operating their v-pro max 2 sterilizer. No additional issues have been reported.

Event description:
The user facility reported that an employee experienced a burn after opening a pack that was previously processed in their v-pro max 2 sterilizer. The employee rinsed their hands with water and continued working.